Event description:
It was reported that the device exhibited a bubbled downstream occlusion (dso). It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed dso seal bubbled, worn upstream occlusion (uso) seal, scratched lcd lens, and scratched rear label. No evidence was available to review in the event history logs. Functional testing was not performed as the issue was confirmed by visual inspection. The root cause of the bubbled dso is currently under investigation. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.